Event description:
This patient experienced an acute thrombosis immediately after the implantation of two cypher stents in the proximal through distal left anterior descending artery (lad). This was successfully treated with aspiration thrombectomy, additional balloon inflations, and thrombolytic therapy. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking ticlid and cilostazol. The patien t was taken electively to the cardiac cath lab, where angiography revealed a de novo, moderately calcified, eccentric, long (40mm), c-type flexion lesion extending from the proximal through to the distal left anterior descending (lad). A bolus of 15,000 units of heparin was administered via IV, and act's were reported to be 313 seconds. There were no difficulties in accessing or wiring the vessel noted.